Event description:
The hospital emergency room staff attempted to deliver a shock using standard external paddles to a patient diagnosed in cardiac arrest. The device allegedly displayed an energy fault message and the shock was not delivered to the patient. A backup defibrillator was made available and used. The pt was resuscitated.